Event description:
It was reported that eol (end of life) was detected at follow-up 19 months post-implant. The device was explanted. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.